Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2003, the patient presented with pre-op diagnosis of central disc herniation , lumbar instability at l5-s1. Patient underwent following operation: retroperitoneal exposure of anterior lumbar spine; anterior lumbar discectomy , interbody fusion using threaded fusion cages and bmp. Per op-notes, ¿.. The lordotic cages , 18mm diameter , were placed . They were packed will gelfoam soaked with bmp .. The cages were tight .. ¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.